Event description:
The olympus representative reported on behalf of the customer, a microbiological culture was performed on the evis lucera elite colonovideoscope. The water sample results tested positive for a high total viable count (tvc) on two (2) separate occasions. The scope was isolated for a week after the first high count and was tested again. The scope tested positive for another high tvc. The scope tested positive for sixteen (16) colony forming units (cfus) of pseudomonas aeruginosa and citrobacter freundii on (B)(6) 2022, and the scope tested positive for seventeen (17) colony forming units (cfus) of stenotrophomonas maltophilia and pantoea species on (B)(6) 2022. Non-olympus washer 1a was sampled and tested negative and non-olympus washer 2a tested positive for two (2) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel, auxiliary channel and balloon channel were flushed with ruhof scope valet detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with sekusept multienzyme detergent and medikel supplies colonoscopy brush kit (ref. Cb05051723b). The scope was not manually disinfected. The aer used was a wassenburg along with endohigh detergent and endohigh paa disinfectant. The scope was vertically hung in a storage cabinet with drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. The scope was precleaned. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure. The instrument channel was cleaned with medikel supplies colonoscopy brush kit. The cleaning brush for the instrument channel was disposed after a single use. The instrument channel/suction was brushed (suction cylinder to distal end and suction cylinder to scope connector) three strokes (3) and until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the medikel supplies colonoscopy brush kit three (3) strokes and until no debris was observed in the bristles of the brush. The biopsy valve, air/water valve, and suction valve were brushed /disinfected/sterilized (aer). The water bottle was not reprocessed. Manual disinfection was not performed. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. The disinfectant was used within the expiration date. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation and immersed for five (5) minutes. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. Other possible contamination routes other than the endoscope were investigated.after the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. No bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the light guide cover glass was cracked and the glue was porous. The charge-coupled device cover glass was slightly chipped and scratched. The bending section cover glue was porous and the light guide tube slightly kinked and scratched.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.